Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen as well as stuck button alarm. The customer¿s blood glucose level was unknown. Customer stated that they did not press a button down for 3 minutes or longer. Customer was declined to troubleshoot. The customer was advised to the insulin pump need to be replaced and revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad trace or stuck button error alarm noted during testing.